Event description:
Paramedics attended to a person diagnosed in cardiac arrest. Paramedics arriving earlier had diagnosed the patient to be in ventricular fibrillation and had administered a shock using another device. The reported device was attached to the patient using disposable defrillation/pacing/ECG electrodes. The operator reported that when external pacing was administered using the device, the patient's ECG was not displayed on the monitor. External pacing and patient treatment was continued. The patient was not resuscitated. The reporter did not known if the alleged malfunction may have caused or contributed to the patient's outcome.